Event description:
It was reported that when using the bd pyxis medstation system failed to detect drawer on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height main drawers 5.1 and 5.2 were not detected on the communication bus because there were no lights on the board. A field service engineer used a multimeter to determine which drawer board went bad, determined drawer 5.1 as the culprit. Then, the engineer replaced the retractor band x1 and the tboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.